Event description:
It was reported that during a generator replacement procedure, the new device exhibited high impedance output and loss of capture was also noted. The leads were disconnected and tested. All parameters were stable with the leads. The leads were reconnected and still high impedance was noted and there was no stimulation in any chamber. As such, the physician elected to remove and replace the device. The patient was stable.

Manufacturer narrative:
The field event of a sensing and pacing anomaly was confirmed. Bench testing was performed and no sensing or pacing were seen on the rv-channel. Further testing showed that the cause of the rv sensing and pacing anomalies was due to damaged hybrid component. The cause of the damage was not determined.